Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer suddenly lost power, however, it was indicated that the event log contained an overheat error. It was confirmed that the printer did not work. It was also indicated that multiple components were damaged. The programmer was to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while interrogating a patient device, the programmer suddenly lost power. It was indicated that the date and time on the programmer were incorrect prior. It was also reported that the internal printer did not work. The programmer was returned for service. No patient complications have been reported as a result of this event.